Event description:
It was reported the patient experienced increased spasticity. The hcp suspected a catheter issue. A dye study was performed. The aspiration normal but injection of dye was met with resistance at 1.5cc. The hcp requested entire system replacement to remove all variables that could be contributing to the issue. On (B)(6) 2013, the patient¿s device system was explanted and replaced. The patient status at the time of the report was alive, no injury. The pump was used to deliver lioresal. Additional information later reported that the pump was not replaced and no further troubleshooting was done. The patient was receiving therapy.

Manufacturer narrative:
Analysis of the 8709 catheter revealed no significant anomaly, catheter incomplete returned in segments, miscellaneous acceptable testing. Analysis of the 8731 sc catheter revealed no significant anomaly, catheter sc connector non-significant indent in the seal did not affect infusion. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.